Event description:
The customer called to ensure if the pump can deliver insulin by iself. The customer informed that they went into low bgs due to over infusion of insulin. The customer indicated that they do not remember if they got up and delivered the insulin or the pump did it by itself. The customer was taken to the hospital and released few days later. The programming on the pump was correct. The customer stated that the pump has been working fine except that they were not sure what exactly happened the day of their hosptiliazation.